Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Complaint description: litigation alleges pain, discomfort, inflammation and difficulty ambulating. Update rec¿d 4/23/2014 - pfs was received from legal, primary medical records were received from legal, and part/lot information was identified. Update ad 20 jun 2018: receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear, metallosis, and elevated metal ions. Added stem due to alleged elevated metal ions. Doi: (B)(6) 2006 - dor: (B)(6) 2014, (left hip).